Event description:
It was reported that the pt was not making any progress with the implant. A short circuit was seen between 2 electrode channels. The team at the clinic suspected an electrode migration on both sides (the pt is bilaterally implanted).

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.